Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No pump errors 4, 23, 49, 63, or 68 occurred during testing; however, pump error 63 is found in the device history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the keypad on insulin pump was unresponsive customer stated that the insulin pump had multiple insulin pump error alarm. Customer stated that the insulin pump had mdt logo stuck on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.